Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically dropping from 50 units to zero, although this issue was not currently present. There was no adverse impact to the customer¿s blood glucose level reported. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.